Event description:
The customer reported that the surgical resident clamped on tissue and activated but the device would not open during an open splenectomy procedure. The device was cut off of tissue with another instrument. The chief of surgery noted that the device should have been cleaned more frequently and utilized in a different way in order to prevent the issue from occurring. Another device was used to finish the case and there was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.